Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report the insulin pump has been having problems. Blood glucose reading was 403. The customer declined troubleshooting at the time of the call. Advised that a tubing clamp will be sent so that a high pressure test can be performed. Nothing further reported.